Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose was over 800 mg/dl at the time of the incident and current blood glucose was 153 mg/dl. The customer was treated in the hospital. The customer was advised to call us back if needed. The insulin pump will not be returned for analysis.